Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip and is missing reservoir tube lip o-ring, the test reservoir does not stay locked in place due to reservoir tube lip damage also, unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. However, the insulin pump passed displacement test, prime test, excessive no delivery test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked case near the display window corners, cracked on the display window, minor scratches on the display window noted and missing the endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the retainer ring broke off of reservoir compartment. Customer's blood glucose was 47 mg/dl. Insulin pump would need to be replaced.